Manufacturer narrative:
The device has been received for evaluation. The investigation is still pending. Initial reporter phone provided was (B)(6).

Event description:
The event involved a plum 360 where the reporter stated that on (B)(6) 2022 at 9pm they put a patient for chemo and the infusion stopped after a few minutes without any alarms. The status of the pump when the problem occurred is during infusion. There was nothing spilled on the pump. The pump setting was set up and programmed at 1050mls to be infused and to go at 84ml/hour as prescribed on the chemo script. The infusion was intended to run for 12 hours and the delivery issue was noted about 6am on (B)(6) 2022. The fluid/medication that is expected to be left in the container is approximately 300mls but what was left in the container would be estimated at around 700mls. Also, the customer stated that there was no issue or difficulty in programming the infusion and no programming error since they both checked the amount and the rate and that they are confident it was correct. There was patient involvement, no adverse event, no delay in critical therapy, and no medical intervention provided.

Manufacturer narrative:
The device was received for evaluation. The device was in good general condition. The alarms logs were downloaded and analyzed. Alarm/event log summary: that the clinician initially programmed the (B)(6)9:30 pm infusion as 1050.0 ml at 125.0 ml/hr, not 84.0 ml/hr as reported. That the sequence of keypresses suggests the clinician may not have fully understood or realized under which field entry order the pump (by design) selects fields to be auto recalculated (leading to the rate being auto calculated as 125, not the expected and reported 84). That the clinician did correct the rate to the reported 84 ml/hr, but not until the infusion had run for over 9 hours at the 125 ml/hr rate. That the clinician may not have understood the procedure for locking the keypad. That the infusion was stopped by user action (by the clinician pressing the [stop] button) in which case it is correct for no alarms to be raised. Performance verification testing (pvt) summary: the device was powered up to start the performance verification test (pvt). The alert ¿drug library issue / drug library not recognized by ICU medical¿ was displayed. The device completed a pvt without issue. There was an audible alarm present when expected. The customer¿s complaint is not confirmed. There was no fault found with the device.